Event description:
Procedure type: colectomy. According to the reporter: after 1st firing on small intestine, the intestine slipped off the jaws before return knob was retracted. Since part of tissue was not resected, additional resection was performed and procedure was completed. After that, leakage occurred and re-operation was performed. Surgeon considers there was no direct cause and effect between leakage and the device, but he requests us to investigate whether there was any problem with the grip force of cartridges. Pt is under observation. All cartridges used in the case will be returned.

Manufacturer narrative:
(B)(4).